Manufacturer narrative:
Approximate age of device ¿ 2 years and 7 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that due to multiple episodes of low flow alarms, a CT chest scan was performed concerning a problem with the outflow graft, which revealed an eccentric thrombus at the outflow graft causing mild luminal narrowing. Cardiomegaly and a dilated right atrium and right ventricle were noted. The pulmonary artery and aorta were normal size. Log files submitted to the manufacturer's technical services confirmed low flow events. The pump was operating as intended. It was reported that the patient is resting at home and does not have any symptoms. Doctors adjusted the patient's medication and the patient will be monitored. No additional information was provided.

Manufacturer narrative:
Analysis of the submitted log files confirmed intermittent low flow events; however, a specific cause for this finding and a direct correlation to heartmate 3 left ventricular assist system (lvas) could not be conclusively established through this evaluation. Analysis of the submitted CT images appeared to show darker areas under the outflow graft bend relief; however, a specific cause for this finding could not be conclusively determined through this evaluation. The reported outflow graft thrombus could not be confirmed through this evaluation. The system controller periodic and lvad log files were also reviewed and no additional atypical events or trends in pump parameters were observed. The system appeared to be operating as intended. It was later reported that the patient was resting at home without any symptoms. The doctors adjusted the patient¿s medications and will continue to observe. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The hm3 lvas IFU lists peripheral thromboembolic events as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values. The IFU explains that the system monitor's pump flow display and explains that changes in patient conditions can result in low flow. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. Also explained is that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.